Event description:
Ventilator error code lb0092 which is that the unit is running on battery and that the battery is depleted. Ran est and sst and battery operated properly. Inspected unit, tested unit, tested alarms and unit fully functional.